Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy. The reporter stated that the patient had replaced the locking titanium adapter themselves using cutting pliers. The patient was connected at the time of the event. The next day, the titanium adapter was removed and replaced aseptically with a new titanium adapter. The patient was treated with prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (During follow-up with the customer, it was reported that the involved titanium adapter was not a baxter product). Should additional relevant information become available, a supplemental report will be submitted.